Event description:
It was reported that during an open right hemicolectomy procedure the doctor could not open the stapler to put in reload after use. Opened a new package to complete the case. No patient consequences reported.

Manufacturer narrative:
(B)(4). Date sent: (B)(4) 2013. Information was not provided by contact. Information anticipated, but unavailable at this time.

Manufacturer narrative:
(B)(4). The analysis results found that the device was received in good visual condition and with a reload loaded in the device. The reload was returned fully fired. The device was tested for functionality with a test reload and it fired, cut and formed all the staples as intended. The device fired without any difficulties, the staple line was complete and the staples were noted to have the proper b-formed shape. The manufacturing records were reviewed and no discrepancies were found during the manufacturing process.